Event description:
On 03-jun-2025, it was reported that the user had been hospitalized with dka on (B)(6) 2025, with blood glucose levels ranging from 1400-1900 mg/dl. Per follow-up on (B)(6) 2025, the user experienced loss of consciousness and cardiac arrest, requiring CPR prior to emergency transport. The ilet was not connected when the user was found, and the user may have been without insulin for an extended period. The user is currently in rehabilitation with right-sided impairment.

Manufacturer narrative:
Device data are available through 28-may-2025 at 10:02 pm, with cgm tracings continuing through 29-may-2025 - the day before the reported event on (B)(6) 2025. Prolonged hypoglycemia is seen beginning on (B)(6) and extending through (B)(6) at 6:46 pm when cgm tracing ends. No manual blood glucose entries or calibrations were logged during this period. The user was reportedly found on (B)(6) 2025 in a hyperglycemic state and was not wearing the device at the time - both findings conflicting with the cgm-recorded hypoglycemia. The most likely clinical cause of this hyperglycemic event is cgm inaccuracy, exacerbated by the lack of manual glucometer confirmation or cgm sensor replacement during an extended period of low glucose alarms. Available device logs confirm that the ilet functioned as intended: alerts were triggered, insulin was delivered in response to cgm glucose, and alarms were consistently acknowledged. The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. No issues were identified that would have impacted this event. Efforts are underway to obtain additional data, and this case will be updated if further information becomes available.